Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected faulty component was the main board unit. After crosschecking with a known good main board unit, the issue was resolved. The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported low pip (low peak inspiratory pressure) and circuit fault errors while using the vela ventilator. The customer reported troubleshooting the suspect the device, but the issue was not resolved. The customer reported all test passed and the fio2 (fraction of inspired oxygen) calibration passed. There is no report of patient involvement associated with the event.